Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the right ventricular branch. At 1 month, 6 month, 1 year and 1.5 year follow-ups, patient was asymptomatic / free of symptoms. It is reported that a stroke occurred approximately 22 months following index procedure. Stroke diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that it was not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4): eval results: cva/stroke.